Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. The customer removed the o-ring and reloaded cartridge to address the event. Customer¿s blood glucose level was 175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.